Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance value of 8 ohms on the right ventricular (rv) lead channel. The rv lead is a non-boston scientific product. Technical services (ts) provided a potential cause for this event and suggested an in-clinic assessment. The patient subsequently was evaluated. Normal measurements were observed. The device remains in use. No adverse patient effects were reported. Additional information received indicates the low out of range pacing impedance occurred again. The low out of range impedance could not be recreated. Ts provided a troubleshooting action. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance value of 8 ohms on the right ventricular (rv) lead channel. The rv lead is a non-boston scientific product. Technical services (ts) provided a potential cause for this event and suggested an in-clinic assessment. The patient subsequently was evaluated. Normal measurements were observed. The device remains in use. No adverse patient effects were reported. Additional information received indicates the low out of range pacing impedance occurred again. The low out of range impedance could not be recreated. Ts provided a troubleshooting action. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance value of 8 ohms. Technical services (ts) provided a potential cause for this event and suggested an in-clinic assessment. The patient subsequently was evaluated. Normal measurements were observed. The device remains in use. No adverse patient effects were reported.